Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Visual evaluation showed the anchor was present. No problem found.

Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that an ar-1319ft mini corkscrew did not have an anchor. This was discovered upon opening package for a procedure on (B)(6) 2022. Case was completed using another product. Additional information received 1/26/2022: this was discovered upon opening package for a detachment fracture of the elbow procedure. Surgeon completed case using another ar-1319ft from an unknown lot number.